Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary tract infection, abdominal pain, dysuria, vaginal blood clots, foul vaginal odor and discharge, bilateral ovarian enlargement, oliguria, uterovaginal prolapse, stress urinary incontinence, and discomfort. Furthermore, it was reported that the plaintiff died. No cause of death was reported.